Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary [hospital] received lir item 28765-k9k3z1 (associated with (B)(4) of an attune patella drill clamp (254501055). Whilst being sterilized for use by sterile services, it was noticed that the clamp function of the handle was not working properly. Was assessed by the lead theatre nurse and he was not happy to use in a surgery, called me to let me know - the release mechanism isn't opening smoothly and is jamming when I assessed. Spoke with team in auckland and they asked to be returned, have boxed up and returned to the team. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune patella drill clamp had signs of use and displays signs on the surface that are consistent with the cleaning/sterilization process. A functional test was performed, and although the locking mechanism was able to operate as intended, an issue was identified when the clamp was placed in the lower position. In this position, the device became jammed and required force from the opposite direction to release the clamp. The reported allegation can be confirmed as the jamming condition prevents the basic function of the device. A definitive cause cannot be established based on the information provided, as the issue appears to be multifactorial. Various factors, such as device handling, user technique, operational conditions or improper cleaning/sterilization cycles may have contributed to the observed condition. Without additional information it is not possible to definitively determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a certificate of conformance was reviewed for the finished device [254501055/nw325021], and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization process, it was noticed that the clamp function of the handle was not working properly. The release mechanism wasn't opening smoothly and it was jamming. The item was never used in a surgery. There was no patient involvement.